Manufacturer narrative:
Device analysis for lead (B)(4) revealed proximal end conductor was broken. Conductors #0 and #1 were broken at the connector welds. The lead body outer insulation breached environmental stress cracking. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No insulation breaches were observed on the conductor coils. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0203048065, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that the lead was fractured and the patient had surgery to replace a new one. No abnormality was found pre-operative. No patient injury reported. No symptoms reported. The patient¿s current status was normal. The indication for use included parkinson¿s disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.